Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-15032. The pt had two leads (from different lots) implanted as part of her scs system. It was reported the pt was not receiving any stimulation. X-rays indicated the leads had migrated. The pt is to meet with her physician for a consult to determine if surgical intervention will be taken to address this issue.